Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as an ¿infection in fluid¿. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (2 g every third day, route, dose and duration not reported) and ¿zone xp¿, (every day, no further information). On an unknown date, the patient was recovered from the event. Action with dianeal therapy was not reported. No additional information is available.